Manufacturer narrative:
Additional information received on 17-oct-2019 that the event occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no disposable error message in log. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem. According to the investigation, no problem was found with the pump "constant beeping at self test" alarm message during the investigation. However, the pump's event history logs showed "no disposable" alarm messages after pump started. Further investigation found fluid ingressions on the pump chassis base of the occlusion sensors. According to the investigation, reported "constant beeping it self test" issue was possibly caused by fluid ingressions. Investigation recommended the pump downstream occlusion sensor be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a constant alarm at self test. There were no injuries or adverse events reported.